Manufacturer narrative:
The insulin pump was received with intermittent act button response due to flattened button dome switch (creased). The insulin pump was received with no cosmetic damage noted. (B)(4).

Event description:
The customer reported via phone call that they had a keypad anomaly. The customer stated the act button was sticking. Customer's blood glucose was unknown. The customer could not recall any significant events leading to the keypad issues. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.